Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: b-5 - describe event or problem; corrected b-5 to reflect the correct updated information. Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The hsk iii and cutter device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The delivery device was returned outside of the loading device. The seal and tension spring assembly were not returned. Sign of blood were observed on the loading device, delivery device, and cutter. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The safety lock was partially dis-engaged and the actuation button slightly depressed inside the tool with the cutter and spiral needle was slightly deployed. No failure observed. The following measurements were taken; the inner delivery tube diameter was measured as .196 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure mode ¿component missing; seal¿ was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was missing a suture. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hsk iii and cutter device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The delivery device was returned outside of the loading device. The seal and tension spring assembly were not returned. Sign of blood were observed on the loading device, delivery device, and cutter. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The safety lock was partially dis-engaged and the actuation button slightly depressed inside the tool with the cutter and spiral needle was slightly deployed. No failure observed. The following measurements were taken; the inner delivery tube diameter was measured as .196 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure mode ¿component missing; seal¿ was unable to be confirmed. The DHR for the hsk iii subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was missing a suture. A replacement device was used to complete the procedure. The hospital did not report any patient effects.